Event description:
It was reported that the 9900 system would not boot or power up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the surge suppressor pcb and the isolation transformer. Identified components replaced. The system was tested and found to be working as intended and placed back into service.